Manufacturer narrative:
Section d10: concomitant devices. Cocr femoral head 28mm +5mm neck (cat# 100-28-05 / serial# (B)(6). Acumatch gxl 15deg liner 28mm sz f (cat# 132-28-26 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that this 86 y/o female patient's left hip was revised. Patient had a dissociated cup. Stem was left in, only femoral head was revised to exactech. Acetabular side was revised to a competitors device. Patient was last known to be in stable condition following the event . Devices are not returning - hospital policy.